Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one on the posterior side assessed as fold flaw opening and one opening on the anterior side assessed as smooth opening. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ pain : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ no penetrating nick (stress mark). No further actions are required as the device was implanted.

Event description:
Patient reported a left rupture and capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Event description:
Patient reported a left rupture and capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and rupture.

Event description:
Patient reported a left rupture and capsular contracture baker grade iii/IV. Device remains implanted.

Event description:
Device has been explanted and replaced.